Manufacturer narrative:
Device not returned.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room due to a blood glucose level of 30 mg/dl. Subsequently, the customer was admitted to the hospital. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer performed the load fill tubing sequence while connected at the infusion set site, and inadvertently delivered unintended insulin to the customer. A tandem representative performed a pump system check and determined the pump functioned as intended. In addition, it was reported that minimum fill notifications occurred with multiple cartridges after filling the cartridges with 250 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.